Event description:
The battery cap of my animas insulin pump malfunctioned and fell out while running. I called multiple times to order a new battery cap, which can only be done through animas corp, the company in which I am a pt on insulin pump therapy. Monday I called and was sent to voicemail three times, with "calls to be returned as soon as possible." Today, as of 3:15 central time I had not received a call back. I called again this afternoon (tuesday) with no answer. I called the emergency technical help number, seeing as I had been over 48 hours without insulin pump therapy, only to be told that this is their system. By the time I get the battery cap I need I will have been over 72 hours without my insulin pump, simply because they do not pick up their phone. I feel that this method is extremely dangerous and detrimental to the lives of their patients. Had I not been prepared for an emergency like this I would for sure have already checked into the emergency room. Had I not demanded to speak to someone, and continued to wait for them to call me back, I would probably been in a state of diabetic ketoacidosis and in the emergency room at (B)(6) medical center. I highly suggest looking into this issue. Many diabetics have posted similar concerns and frustrations on online forums and posts throughout the internet. It's only a matter of time before animas' lack of care and concern hurts or kills someone.